Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient was hospitalized for a severe hyperglycemic event on (B)(6) 2014. The reporter stated that the patient had blood glucose levels that were over 500 mg/dl and was experiencing symptoms of dehydration, nausea and large ketones. The patient had allegedly discontinued pump therapy at the time of the call. While hospitalized, the patient was allegedly treated with IV fluids and IV glucose. Troubleshooting with a customer technical support representative showed that the basal delivery totals did not match the total daily dose for the patient, but that was determined to be due to a cartridge change. All of the other basal and bolus totals matched the expected amount. This complaint is being reported because the patient experienced a severe hyperglycemic event of an unknown cause while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery and the last bolus were recorded on (B)(4) 2014. The suspend history showed that the pump was manually suspended on (B)(4) 2014 at 18:51 and manually resumed on (B)(4) 2014 at 09:57. The total daily dose prior to the event date added up correctly and accurately reflected the users programmed basal rate. Typical usage alarms were observed in the device¿s alarm history. A delivery accuracy test was successfully completed with the pump. The pump was found to be delivering accurately and within required range. The alleged complaint of a malfunction impacting insulin delivery could not be duplicated during the investigation. Unrelated to the initial allegation, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.